Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information b3: the date of event was reported as unknown on the initial report. Please note that the date of the event has been updated accordingly.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that the tibia was over resected by 4.5 mm when using the robotic assisted satellite station device, that was verified by the pointer. It was reported that the tibia array did not move. The surgeon bailed to manual. It was reported that the surgeon has been having issues with varus in the tibia. The surgeon¿s flow was distal femur 1st, then tibia. It was reported that this was the second procedure of the day. It was reported that the robot was not mounted to the bed. The procedure was delayed to the next day. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in (B)(6) 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d10. Concomitant med products: robotic assisted base station device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event, and it was determined that the reported issue of "tibia was over resected by 4.5 mm¿ was confirmed. It was determined that excessive leg movement is often caused by the leg not being held in a secure fashion. There are no defects found with the system or software. The most probable root cause of the reported issue is excessive leg movement, excessive robot movement, and sub-optimal leg positioning. The assignable root cause was determined to be due to improper handling, which is user error.